Event description:
The device involved with this event was returned to compass health brands on 4/18/2017 and evaluated on 4/19/2017. The customer's complaint could not be duplicated. The device was testing, and was found to run within specification range on all modes.

Event description:
The customer emailed us stating that he used the device (yesterday) for 1-2 minutes, and has had a tingling pain over the area that has not stopped since using the item. The end-user is reported as not feeling comfortable using the device any further. The end-user said that he had used a drop of conductive gel during use, which may have resulted in why he had this type of reaction. The end-user is reported as having "not yet" received medical attention for the event/persistent tingling pain.